Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation and the customer's report was not duplicated under testing. Review of the device activity log does show occurrences of the reported error message. The device was subjected to extensive testing which included functional testing without any discrepancies. The main board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.